Event description:
It was reported that "there was a leak/split at the "y" junction of the split stream dialysis catheter. There was blood leaking from the line during dialysis."

Manufacturer narrative:
An investigation has been initiated. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. When the investigation is complete, a supplemental report will be submitted.